Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm, moisture damage, and cosmetic damage located on the battery compartment found on (B)(6) 2021. The insulin pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files. The insulin pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), the motor, and force sensor. A review of the downloaded trace/history files show multiple sequential critical error handling alarms (pump error 63 and 4 alarms). The history files reveals there are two (2) pump error 63 alarms [(B)(6) 2021 at 10:19 and 10:29] and one (1) pump error 4 alarm [(B)(6) 2021 at 10:19] that was caused by the twi (two wire interface) hardware failure due to moisture damage on the electronic assembly (electrical board 1 and electrical board 2). Critical pump error (open book image) alarm, pump error 4 alarm, and pump error 63 alarms are due to moisture damage on the electronic assembly (electrical board 1 and electrical board 2). The force sensor zero offset is within specification and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing serial number label, end cap address label faded, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Critical pump error (open book image) alarm, pump error 4 alarm, and pump error 63 alarms are confirmed and due to moisture damage on the electronic assembly (electrical board 1 and electrical board 2). Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are also confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Occupation has been updated and provided with this report in section e3. Report source has been updated and provided with this report in section g2. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5. Health effect impact code has been updated and provided with this report in section h6. Component codes have been provided with this report in section h6.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. Customer's blood glucose was 450 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was declined for high blood glucose. Customer stated insulin pump was not working due to open book error. Auto mode feature was unknown at the time of event. The insulin pump will be returned for analysis.